Event description:
The customer reported repeatedly falsely elevated troponin I results on samples from serial draws from one patient. Additionally, the customer reported discrepant results for another patient sample where no serial draws had been taken. Elevated results of these magnitude might lead to clot lysis therapy or cardiac catheterization therapy. There was no report of patient harm as a result of this event.